Event description:
It was reported through a remote transmission that the patient's implantable cardioverter-defibrillators exhibited myopotential ever-sensing episodes. No intervention was performed. The patient had no adverse consequences.